Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed. Analysis indicated the outer insulation of the lead developed a breach due to a depression while in vivo. Concomitant medical products: ddbb1d1 ICD implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a possible fracture as increased threshold, increased impedance, and oversensing were noted. The lead was explanted and replaced. The right atrial (ra) lead was prophylactically replaced at the time of the rv replacement. The ra lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.